Manufacturer narrative:
Citation: malick h, zou d, stead r. Insertion of a preserflo microshunt inside a non-valved glaucoma shunt to treat late-onset hypotony. Indian j ophthalmol 2022;70:2180-2.all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: insertion of a preserflo microshunt inside a non-valved glaucoma shunt to treat late-onset hypotony. A case report was done to present a case of advanced glaucoma with previously failed trabeculectomy who underwent a baerveldt tube (bvt) insertion, with initial success. However, 9 months post bvt insertion the patient developed profound clinically significant hypotonic maculopathy following 3-0 supramid suture removal. Treatment involved re-stenting the tube with a simple occluding suture but failed with 2 attempts. A novel technique was done by using a cut segment, polystyrene-block-isobutylene-block styrene (sibs) based, preserflo microshunt inserted into the tip of a bvt to control late-onset hypotony with success. No further details were provided. A copy of the article is provided with this report.